Event description:
This is a report of a home patient (hp) who, during peritoneal dialysis therapy with dianeal solution, re-used single use products, which caused peritonitis. The hp was not hospitalized for the event. The hp was treated with fortum 250mg, intra-peritoneally (ip), and amikacin 50mg, ip (frequency not reported). The hp is reported to be recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but not available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; the lot number is unknown and no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint for the report of use error-reuse of single use products and peritonitis is confirmed, based on the report from the healthcare professional. The cause is undetermined. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.